Manufacturer narrative:
The referenced history of strokes are reported on medwatch MFR report # 2916596-2018-02034 and medwatch MFR report #2916596-2018-002032. Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Age of device: 2 years, 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was experiencing suspected partial pump thrombosis due to elevated lactate dehydrogenase(ldh) and prior history of strokes. The patient's ldh level was 972 u/l. The patient was asymptomatic. It was reported that an echocardiogram was performed, and no presence of thrombus was detected. The patient is currently on 2 antiplatelets and coumadin for suspected thrombosis and the ldh levels decreased after medical treatment. No further information was provided.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed. A direct correlation between the left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. Additionally, the submitted system controller log file appeared to show the system operating as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.